Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was over 600 mg/dl at the time of the event. It was reported that the tubing of the infusion set was split. It was also reported that the reservoir ran out of insulin. The customer's mother stated that the event had nothing to do with the operation of the insulin pump. Nothing further was reported.